Manufacturer narrative:
Concomitant medical products: product ID: 377179 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a temporary pacing system. No further patient complications have been reported as a result of this event.